Manufacturer narrative:
The pump was received with all operating currents within specification and passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with a scratched case, partially broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced no delivery along with other insulin pump issues which caused customer to be hospitalized twice. Customer's blood glucose was over 500 mg/dl. Caller declined troubleshooting. Caller was advised that insulin pump would be replaced due to age of pump.